Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and low bipolar impedance, resulting in auto polarity switch. The rv lead remains in service along with the existing implantable pulse generator (ipg) as a backup to a new pacing system implanted on the right side of the patient. No patient complications have been reported as a result of this event.